Event description:
Related manufacturer reference number: 2017865-2022-04276. It was reported that the patient's right ventricular lead exhibited high capture thresholds. During a routine generator change, the lead was explanted and replaced. During the lead extraction, the atrial lead was binding against the rv lead and had to be extracted and replaced as well. The patient was stable post procedure.